Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. There was no indication that the patient required any treatment outside the normal routine of diabetes management for the elevated bg. The reported bg excursion does not meet criteria for a serious injury. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. No reason for the bg excursion could be determined during troubleshooting, and although no pump malfunction was identified, the pump was replaced. This complaint is being reported based on the allegation of a non-specific pump malfunction. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 10/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on 07/22/2014 at 1:03pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.